Event description:
The pt was brought to ER semi-conscious. The paramedics had tested his blood glucose on suspect device and it was 180 mg/dl. At the hosp the blood glucose was tested again on suspect device and it was 187 mg/dl. A lab draw was done and it was 16 mg/dl. The pt was given an IV and glucose.